Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to not receiving defective samples for further inspection and analysis, the specific location and condition of the damage cannot be identified, so the root cause of the damage to the prn cannot be determined. The plant will continue to monitor this type of defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 a patient presented to the hospital for heatstroke treatment. During intravenous fluid administration, a damaged heparin cap was discovered on the indwelling needle. The nurse replaced the cap, and the procedure proceeded normally.